Manufacturer narrative:
(B)(4). Date sent: 6/4/2026. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kuntaraksa n. Comparing the combined flap fixation and harmonic scalpel technique with the harmonic scalpel technique alone in reducing seroma formation after a mastectomy and axillary lymph node dissection in a breast cancer patient: a randomized controlled trial. J med assoc thai 2025; 108:1-8. Doi: 10.35755/jmedassocthai.2025.1.1-8-00622 (pubmed cite not available). The primary objective of this randomized control trial was to compare seroma formation, seroma volume, total drain volume, and drain duration between the combined flap fixation and harmonic scalpel technique with the harmonic scalpel technique alone after a mastectomy and axillary lymph node dissection in a breast cancer patient. Between october 2021 and october 2023, a total of 64 patients underwent mastectomies and axillary lymph node dissection, the mean age was 55.08±12.58 years. Thirty-two patients were randomly assigned to the combined flap fixation and harmonic scalpel technique (harmonic focus shears, ethicon inc. USA), and 32 patients were randomly assigned to the harmonic scalpel technique alone. Reported complications include: surgical site infection (n=3), treatment: not reported. Postoperative bleeding (n=1), treatment: not reported. Hematoma (n=1), treatment: not reported. Skin necrosis (n=1), treatment: not reported. Clinical seroma formation (n=22), treatment: needle aspiration under ultrasound guidance was performed. In conclusion, a randomized control trial showed that the combined flap fixation and harmonic scalpel technique could reduce seroma formation and seroma volume after a mastectomy and axillary lymph node dissection in a breast cancer patient.